Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the high snooze advanced alert stopped snoozing on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. The receiver would not run on the functional tester because the device would not turn on. The receiver case was opened for further evaluatoin. An interior inspeciton found moisture damage. Due to the condition of the device the reported event that the high snooze advanced alert stopped snoozing was not confirmed. A root cause could not be determined.